Manufacturer narrative:
The account declined service on the system. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they were receiving an sr manager failure when launching standalone digital intercommunication of medicine (dicom) query retrieve (q/r). Cranial and other applications could launch without issue. There was no patient present when this issue was identified. The account declined service since q/r is still functioning within the cranial application.